Manufacturer narrative:
The probable root cause of the observed bent main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Applying excessive force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal can also cause bending. The probable root cause of the chipped main tube may be attributed to the bend damage pertaining to it.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and found to have the main tube bent. The instrument was compared to an in-house golden instrument and found to be bent. The damage is located at the distal end of the main tube. Additional observation(s) related to customer reported complaint: the instruments was found to have a piece of the outer epoxy layer of the main tube chipped. The chipping damage was located at the site of the bent main tube. The chipped piece measured approximately 0.060 x 0.336. The chipped piece was not returned with the instrument. The root cause of this failure is attributed to the bent main tube.

Event description:
It was reported that during a da vinci-assisted surgical procedure, vessel sealer broke inside of the port. 8mm cannula still attached to the vessel sealer as we had to remove the entire thing to come out of the patient. No parts or pieces fell inside the patient. The procedure was completed with no reported injury.